Event description:
Johnson and johnson professional, inc., became aware of a report of 8 cases of hip dislocations requiring open reduction and/or replacement of hip prostheses from a 1991 article in the journal of orthopaedics(vol. 14, no.3). The events described occurred over an unknown period of time preceding the publication.